Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an unspecified high reading on their precision xtra blood glucose meter, and dosing with 35 units of lantus insulin based on this result. Customer then reported to have lost consciousness. Paramedics were called, and the customer was found to be in a coma. A glucose result of approximately 20 mg/dl was obtained by the paramedics on an unknown brand of glucose monitor. An intravenous treatment of glucose was administered by the paramedics. Approximately 10-15 minutes later, the customer started to regain consciousness. The customer then ate a peanut butter sandwich, and shortly thereafter, a glucose result of 191 mg/dl was obtained by the paramedics on an unknown brand of glucose monitor.